Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer also found air bubbles in his reservoirs. The customer stated that intially there would be no air bubbles but near the last day of a set use, he would find air in the tubing and experience high blood glucose levels. The customer's blood glucose was 128 mg/dl. Troubleshooting was done. The customer stated that the size of the air bubbles were smaller than a pen head and one that was slightly larger than a pen head. Advised to remove infusion set from the body. Advised customer to return the infusion set and reservoir for analysis. Advised customer to call back for further assistance if needed. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was inspected and tested. The reservoir passed the inspection, no air bubble anomaly noted. The o-ring was also inspected for defects and none were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.